Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device remains implanted.

Event description:
Legal counsel for patient reported patient experienced unknown complications; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This product is not manufactured or marketed by zimmer biomet in the united states; however, this report is being filed as zimmer biomet in the united states manufactures a similar product under 510(k) number k042037. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device not returned by hospital.

Event description:
Legal counsel for patient reported patient was revised approximately 9 years post-implantation allegedly due to unspecified complications. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Review of manufacturing history revealed no evidence of product nonconformance. The evaluation noted malposition of the acetabular component. The patient was reportedly non-compliant post-implantation and the component would have experienced excessive loading as a result of the patient¿s weight and activity; however, a conclusive root cause could not be determined with the available information. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00349 and 00896).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of event - (B)(6) 2016. Date explanted - (B)(6) 2016.

Event description:
Legal counsel for patient reported patient was revised approximately nine years post-implantation allegedly due to unspecified complications. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel allegedly indicates that the patient experienced a fracture on the right side due to rising from a kneeling position and twisting the body approximately nine years post-implantation. Subsequently, the patient underwent a revision procedure approximately one month later.